Event description:
It was reported that the patient required the placement of a ureteral stent after a ureteroscopic lithotripsy to relieve obstruction caused by various benign, malignant, and post-traumatic conditions in the ureter. The patient selected product 778626. When the doctor prepared to place the ureteral stent during surgery, the stent itself was partially obscured by the label on the packaging and could not be fully seen. After opening the package, the circulating nurse discovered that the stent shaft was broken and the thread was entangled with the stent, rendering the product unusable and prolonging the surgery time. To ensure the completion of the procedure, the surgeon requested that a new product be opened (with 2-3 sets kept in the operating room). The placement was subsequently completed, and the patient's surgery proceeded successfully.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.